Event description:
The patient was re-admitted four (4) days after the index procedure with crescendo angina pectoris. An angiogram revealed a proximal edge uplifted plaque in the lad ostium. The treatment was balloon angioplasty, and an additional cypher 2.5/8mm stent proximal to the previously placed stents in overlapping fashion. The current status of the patient was reported to be ok. The patient was not taken off of any medication due to suspicion of allergy. The report from the field indicated that the patient was admitted for an emergent index procedure with a diagnosis of acute myocardial infarction (ami). The target lesion was the proximal left anterior descending (lad). The lesion was reported to be :20-23mm in length, de novo, 2.75mm vessel diameter, native vessel, eccentric, ostial, difficult to access or wire, and type c. The lesion was pre-dilated with a maverick 2.0/1/2 mm balloon at 8 atm for 15 sec.